Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received in inappropriate shock while sleeping due to noise that was over sensed. The device was in secondary vector and smart pass had been disabled. An x-ray revealed the electrode had migrated three inches to the right. A revision procedure was performed and the electrode was successfully repositioned. No additional adverse patient effects were reported.